Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 51 mg/dl. The customer stated that the event "had nothing to do with the pump or supplies¿ and declined to discuss the event further with tandem technical support. The cause of the low bg could not be confirmed.